Event description:
It was observed that during the device evaluation, the single use sphincterotome's operating wire was broken near the connection of the operating pipe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the slider was repeatedly operated while the sheath was bent to an extent that would not occur under normal use, causing the operating wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.